Event description:
It was reported that the pt was presenting with sharp pain on upper right side.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.